Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5094562) on 10-jun-2020. The most recent information was received on 08-jul-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('left sided pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), menorrhagia ("heavy periods with large clots being passed") and back pain ("severe back pain"). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and back pain outcome was unknown. The reporter considered back pain, menorrhagia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 8-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration on 10-jun-2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('left sided pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), menorrhagia ("heavy periods with large clots being passed") and back pain ("severe back pain"). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and back pain outcome was unknown. The reporter considered back pain, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.